Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault. Heartsine scrapped the device and the customer received a replacement.

Event description:
A third party service agent contacted heartsine to report that a customer's device pogo pin malfunctioned. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
A third party service agent contacted heartsine to report that a customer's device pogo pin malfunctioned. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.